Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system. It was reported that the pt does not have stimulation. An x-ray indicated one lead was coiled by the ipg. The pt met with the doctor and she is getting stimulation but not to the full capacity she needs it at. No further info is available at this time.